Event description:
Reference number (B)(4) event occurred in colombia it was reported that patient faced an event of diabetic ketoacidosis and patient was hospitalized on 2024. Patient noticed the symptoms dizziness and pressure in the chest. Blood glucose at the time of event was 400 mg/dl. Patient was given the treatment of subcutaneous insulin injection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.